Event description:
It was reported that during a shoulder arthroscopy procedure, the metal tip of the unit that ablates broke off. Further, a grasper was used to removed the tip from the inside of the patient. It was further reported that no significant delay or adverse consequences were reported and another unit was used to finish the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.